Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that: a patient underwent a kyphoplasty procedure at level l1. The vertebral body had a significant amount of sclerotic tissue and defects to the cortex. The surgeon used an "eggshell technique" to address cortex defect. During cement insertion, the balloon inflated but became cemented and ruptured. In attempting to remove the balloon, the tether broke and part of the balloon remained cemented within the vertebral body. The procedure was completed successfully with no apparent sequelae. No further information was reported.